Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported pim leak test failed, and safety disk was replaced and result tested pass iaw factory spec unit tested pass and handed to user.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) the pim leak test failed. There was no patient involvement.